Event description:
A 6f angio-seal evolution device was deployed in the right femoral arteriotomy. The following day, the patient developed a hematoma and was taken to surgery and was found to have a pseudoaneurysm. The patient was discharged the next day as stable.

Manufacturer narrative:
(B)(4). No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The cause for the reported event remains unknown. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.